Event description:
During a lumpectomy procedure, the physician noticed that the distal tip of the telescoping waveguide felt hot. The physician examined the incision area and noticed a burn near the peri-areola region that required a surgical intervention.